Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's transmitter was not charging. Blood glucose value was 40 mg/dl at the time of the incident. The customer treated with juice. No troubleshooting was performed for the low blood glucose value. Troubleshooting for the transmitter was performed and the charger will be replaced or returned.

Manufacturer narrative:
(B)(4).